Event description:
It was reported by the patient's spouse that the patient's legs began swelling up 3 1/2 years ago. The spouse understood that the heart isn't working properly to remove fluid from the patient's legs and questioned the function of the pacemaker. It was also noted by the spouse that the patient had an infection in the past and has seen an infectious disease physician for 3 years. Follow-up information was attempted but could not be obtained since, per the clinic, the patient has not been seen for over a year. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-45 implantable pacing lead, (B)(6) 2007. (B)(4).